Event description:
Information received regarding the explanted device notes that a 24 hour holter showed 8 second pauses and numerous 2-3 second pauses and telemetry captured a 3.6 second pause. The patient "passed out several times and was admitted to the hospital three times in two weeks." The physician reported that the lead was fractured.